Manufacturer narrative:
The device in question has been returned to boston scientific for technical analysis, however, the investigation is still ongoing. Therefore, no conclusion as to the user's experience can be determined at this time. Although it is of note that the coil the physician was attempting to use was knowingly undersized.

Event description:
It was reported the physician was performing an aneurysm coiling of a ruptured 3.4mm x 2.8mm aneurysm located in the anterior communicating (acom) artery. The physician was reportedly planning the use of the gdc-10 360 soft 2mm x 4cm coil as a framing coil "despite being slightly undersized." However, upon insertion of the coil, it reportedly exerted too much pressure on the side walls of the aneurysm and tried to prolapse out through the aneurysm neck. The coil was removed by resheathing the coil back inside the microcatheter. The procedure was successfully completed with the use of another coil of the same size. The patient did not suffer any adverse effects resulting from this procedure.